Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device was observed with bone residue in the screw neck threads and stripped condition, this condition could have been a result of the implantation process. Due to stripped condition observed on the threads of the screw, the interaction of the device can be unable to lock with the mating device. A dimensional inspection was not performed due to post-manufacturing damage. A functional test was unable to be performed due to the nature of its functionality and post-manufacturing damage. However, due to stripped condition observed on the threads of the screw, it can be attributed to the inability to lock the device with the mating device. The overall complaint was confirmed as the observed condition of the lockscr ø3.5 self-tap l38 tan would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product code: 412.116s, lot number: 6846p36. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on:21-jul-2023 , manufacturing site: jabil grenchen, expiry date:01-jul-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10: concomitant therapy date on (B)(6) 2024. E1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a fracture of the proximal tibia. The surgeon placed the plate and then inserted the locking screw into the locking hole next to the oval hole of the plate, but the locking screw was not able to be locked properly. Replacing the screws did not change the situation. The surgeon closed the wound as is. The surgery was completed successfully within 30 minutes delay. Patient was listed as stable. It was confirmed that the plate was implanted and has been remained as is in the patient¿s body. This report is for one lockscr ø3.5 self-tap l38 tan. This is report 2 of 2 for (B)(4).